Event description:
This companion 2 driver was not support a pt. The customer reported that when the companion 2 driver was started an alarm sounded, indicating a potential loss of power, and the display screen remained blank. This alleged failure mode poses a low risk to a pt because the issue was observed immediately upon start-up and the driver was not supporting a pt. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.